Manufacturer narrative:
Refers to the main device, other components include: product ID: 8780, serial# (B)(4), product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant and spinal pain. On (B)(6) 2016, it was reported that the patient was undergoing an MRI of the thoracic and lumbar area to rule out a granuloma. It is unknown when a granuloma was first suspected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a granuloma resulting in injuries of pain, paralysis, and surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.